Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer administered a manual injection to address their bg level. Reportedly, the customer continued to use the pump for insulin therapy.